Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own, which resolved the issue, and technical support advised the customer to call back if the malfunction code reappeared.